Event description:
It was reported by (B)(6), an onkos sales representative, that a 73-year-old female patient with an eleos proximal femur replacement underwent revision surgery due to an alleged infection on (B)(6) 2024. All existing hardware was removed without replacement by doctor (B)(6).

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the reported infection was not related to the design, manufacture, and/or sterilization of revised eleos implant.